Event description:
It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy (egd) procedure to treat an ulcer in the stomach. According to the complainant, the tip of the gold probe separated from the end of the device, but remained attached. No part detached into the patient. The complainant believes that the use of a duodenoscope may have caused the tip separation. There was no damage noted to the device, or packaging, prior to use. The egd procedure was completed with another gold probe device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant stated that the device will not be returned; therefore, analysis of the device cannot be completed, and the root cause of the reported issue cannot be determined. The physician was performing an esophagogastroduodenoscopy (egd) procedure, using a duodenoscope. The directions for use (dfu) document indicates that use of the device through a duodenoscope is not recommended, because the elevator angle could damage the probe tip.